Event description:
The customer's mother reported on (B)(6) 2014 at 4:57 pm her daughter activated a new pod. At 11:01 pm the pod was deactivated and she noticed her daughter was drinking a lot of water and urinating frequently. She stated that the cannula's tip looked closed.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported damaged cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.